Event description:
Newborn infant hypothermic at birth. Admitted to nicu. Heat pack placed on right foot to dilate vein for IV start. Product placed directly to foot. Between 1-2 minutes of time, blisters occurred on the right foot on (3) surfaces: foot, ankle and heel surrounded by erythema. Md and wound team notified. Patient is being followed by plastics. Burns to right foot are superficial and deep thickness. Total body surface area (tbsa) 1%. Burn wounds demonstrating signs of healing on current wound regimen. FDA safety report ID (B)(4).